Manufacturer narrative:
On 24-mar-2026, it was noticed the following information was omitted from section b5. Event description of the 3500a initial medwatch. ¿the soundstar comes double wrapped and then inside a box. There was no product in the fix layer.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On march 18, 2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a soundstar and a white discoloration or powder was found on the device. It was reported that when the soundstar catheter was removed from the packaging, a white discoloration or powder was noticed on the soundstar catheter handle. The soundstar catheter was replaced and the procedure continued. The caller stated that the soundstar catheter was brand new. There was no patient consequence.